Event description:
During an ak surgery, the graft was reported to leak after unclamping. The graft stopped leaking after 1 1/2 to 2 min. The graft remained implanted. There was no reported pt injury. No additional info on the product serial number could be obtained at this date.

Manufacturer narrative:
No device eval was performed since the device was not returned to the manufacturer and the product identifier was not provided. No device of the device history record was done since the product identifier was not provided. No conclusion can be drawn.